Manufacturer narrative:
On 9/30/2019, mentor became aware that incorrect legal manufacturing address was submitted under last submission. Legal manufacturing address has been corrected. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. On 5/28/2019, mentor became aware of the date of explant was provided as (B)(6) 2019. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture baker grade iii/IV concomitant products: left side; 350cc mentor memorygel breast implant; catalog number: smpx350; serial number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year old caucasian female patient who underwent primary breast augmentation with two 350cc mentor memorygel breast implants, experienced right side firmness which developed to capsular contracture baker grade iii/IV post-operatively. As a result, the device was explanted on (B)(6) 2019.